Event description:
It was reported that pump experienced malfunction alarm with code malf 13 that could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, pump return within 10 days, and setup of pump settings and cgm on replacement device.